Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced a high blood glucose level and ended up calling the ambulance. She had a diabetic ketoacidosis. When the emergency workers removed the infusion set, the cannula had a j shape hook. She took 12 units using the insulin pump. Her sensor ended, therefore, she was not receiving any alerts. The customer was hospitalized on (B)(6) 2016. The customer believed her blood glucose level was 478 mg/dl but the meter said it was over 600 mg/dl. They had her on insulin drip, morphine drip, and was placed in intensive care unit. The customer was wearing the insulin pump at the time of hospitalization. She was nauseous, had sore muscles, and was dry heaving when the ambulance arrived. There was an absence of a no delivery alarm. The device was not returned.